Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the damaged charging supplies and arranged for a two-day shipping service.